Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient is having issues with their vns' heart rate (hr) detection; the vns will stimulate when the patient is at rest. The vns was interrogated and the hr feature was turned off as "something was found" that needed to be further investigated. Per the patient, the device has been regularly interrogated and battery was observed to be ok. No other relevant information has been received to date.